Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Visual inspections and three calibration tests were performed to see if pump was within specification. Investigator's could not duplicate error rate issue. During investigation all three-calibration testing ran within published specification of +/-6%. Service's performed standard preventive maintenance service to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during preventive maintenance of this smiths medical cadd solis hpca pump, the pump experienced "rate error + 7 percent" failing volume matrix test. It was reported that there was no patient involvement.